Event description:
Ongoing symptoms worsening over time breast pain, burning sensation in the chest, joint paint, joint stiffness and swelling, extreme bouts of fatigue, dry eyes, hair loss, memory/ brain fog, lump in the arm pit, and episodes of insomnia.